Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) toward the end of the therapy while the hp was connected. The hp stated that the alarm was due to an open clamp on the unused lines. The technical service representative (tsr) assisted the hp with clearing the alarm by cycling the power. As a result, the system error did not repeat. The hp disconnected from the hc machine. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Upon analysis of the available information, it was determined that the alarm was caused by an open clamp on an unused supply line. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely and instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.